Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses and suffered several unexplained systemic symptoms, including swollen lymph nodes, lymphatic pain, cannot raise arm, irritable bowel syndrome, weight loss, pre-ventricular contractions, irregular heartbeat, anxiety, hypothyroidism, and diagnosed with rheumatoid arthritis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2022, mentor received additional information about the event. - an updated event date of (B)(6) 2019 was reported. - it was reported that the patient developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade iii in right breast). Manufacturer¿s reference number: (B)(4).